Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.2 had failed and was showing as not detected on the bus. A field service engineer powered off the station and inspected the back of the drawer, where it was found that the latch sensor was not in place. The field service engineer replaced the latch sensor, as the original sensor would not stay secured. After replacement, the drawer was tested using the hardware test application (hta), but some pockets continued to fail. The station was powered off again, and the row board ribbon cable was reseated. Following this, the drawer was tested once more and did not exhibit any failures. The customer was asked to log in and verify drawer functionality, and all operations worked without issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter facility name: (B)(6) medical center.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.